Event description:
The pharmacist reported the following event : "during surgery, while opening the blister, the device which was not at its usual place in the box came out of the packaging and fell on the floor. Another device was used to complete the surgery. No delay nor other adverse consequences reported."

Manufacturer narrative:
Evaluation summary: a review of the device history records revealed no discrepancies during manufacturing and packaging process. The item reported was documented as having met specifications prior to distribution. As the packaging had been opened already the event could not be reproduced. The packaging has a specific aperture for the set screw which enables inspection of the set screw prior to opening of the tyvek® lid. Imprints and traces in the pe-foam material indicate that the nail had been placed in intended position during packaging. Upon receipt the nail was found to be placed 180° turned which suggests that the nail had been taken out of the packaging already and was later replaced. The packaging reported in the event is our standard packaging for this type of nail kit which is distributed worldwide (see below): in 2004 a new set screw packaging for the gamma3 nail kit blister was established. The size and the outer box as well as the blister in the box remained unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now has an aperture, so that the set screw is visible through the (unopened) blister as well as from the bottom side after removing the tyvek® lid. The reference number was not changed. Since (B)(6) 2004 the nail kits have been shipped with the described changed. The reported event could not be confirmed. As the review of the DHR of the reported nail kit revealed no discrepancies in the packaging process, the event may rather be linked to inadequate user handling of the package (dropping the set screw during opening the tyvek® lid of the packaging). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist reported the following event : "during surgery, while opening the blister, the device which was not at its usual place in the box came out of the packaging and fell on the floor. Another device was used to complete the surgery. No delay nor other adverse consequences reported."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.